Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h4. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f2227905 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, sealant protection of a 5f mynx control vascular closure device (vcd) cracked while passing through a non-cordis sheath, so the sealant first met blood and reacted. The operator felt a strong sense of resistance, so the product was removed and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was stored, prepared and used in accordance with the instructions for use. The vcd was used in a trans-arterial chemoembolization procedure using a retrograde approach. The vcd was used with a non-cordis sheath. Patient information was requested but not available. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. There was no visible bent or damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. The access site vessel had little tortuosity. The sealant sleeves were not out of position. The device was removed from the package in accordance with the IFU. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6 as reported, sealant protection of a 5f mynx control vascular closure device (vcd) cracked while passing through a non-cordis sheath, so the sealant first met blood and reacted. The operator felt a strong sense of resistance, so the product was removed and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was stored, prepared and used in accordance with the instructions for use (IFU). The vcd was used in a trans-arterial chemoembolization procedure using a retrograde approach. The vcd was used with a non-cordis sheath. Patient information was requested but not available. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. There was no visible bent or damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. The access site vessel had little tortuosity. The sealant sleeves were not out of position. The device was removed from the package in accordance with the IFU. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was depressed approximately 2/3 of its total travel and button 2 was not depressed, the syringe was received connected to the device, and the stopcock was found closed. The sealant sleeve assembly was observed to have been slightly kinked/bent as received; however, no cracks were observed. Additionally, the sealant sleeves were not fully covering the sealant, which was found exposed, and swelled from exposure to blood. In addition, a non-cordis procedure sheath was locked onto the sheath catch. Dimensional analysis was performed to verify the slit length measurement against the specification. Dimensional analysis results were found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation as the returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was observed to have been slightly kinked/bent as received; however, no cracks were observed. Additionally, the sealant sleeves were not fully covering the sealant, which was found exposed and swelled from exposure to blood. A product history record (phr) review of lot f2227905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracks noted; however, a slight kinked/bent condition of the sleeves were noted. Also, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not confirmed through analysis of the returned device as button 1 was partially depressed as received. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors (excess force was applied during insertion) and/or the condition of the procedural sheath (there was little vessel tortuosity) may have contributed to the kinked/bent condition of the sealant sleeves noted, which may be the cracked condition reported by the customer. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely, and/or obstruct the device path. However, as the device was received with button 1 depressed 2/3 of its total travel, the exposed sealant is likely due to the attempted deployment. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.